Event description:
It was reported that two previous incidents occurred which resulted in a finger laceration and a finger fracture.

Manufacturer narrative:
It was reported that two previous incidents involving the wheelchair occurred that were not reported to us by the account. The first incident occurred in (B) (6) of 2008. A staff member was opening the wheelchair and suffered a crushing injury to her pinky finger when it was caught between the seat tubes and the frame. She received sutures to repair a laceration and later some physical therapy. The staff member is reported to be doing well at this time and no complications reported. The second incident occurred in (B) (6) of 2009. A pt was being admitted for a scheduled procedure. She sat down on the wheelchair that was not a fully open position. Her finger was caught as the chair locked into the open position. A finger laceration and fracture resulted. Suturing was done to repair the laceration and the pt received some occupational therapy. The facility stated they did not previously report this because they had not identified a connection between the injuries and the device until now. A field corrective action took place in march of 2008. The facility had replaced the upholstery on one chair but not both of the chairs they had on site. It is not known why one was replaced and not the other. The facility did not return the sample for eval but sent photos instead. The photos taken of the two devices clearly show that one seat back was upgraded, but not the other. The facility did not comply with the field corrective action which took place in march of 2008. Due to the reported injuries this medwatch is being filed.